Event description:
A patient with history of CABG (lima), diabetes, htn, iacd (defibrillator) implantation, and bad chf was undergoing treatment to an extremely calcified rca.per reporter, the physician stated that another physician had documented that the artery was "non-intervenable."the patient and his family had been informed that it was a high-risk procedure, but the patient wanted to risk it because he could not live with the chest pain.the patient was not a candidate for repeat CABG.the target area was the mid rca.first, the distal rca was ballooned an a guidant minivision 2.0x15mm stent was attempted, but it did not cross the lesion; it kept getting hung up on the calcification in the prox and mid rca.the prox and the mid rca were predilated, and a 2.75x13mm cordis was attempted, but it didn't cross the lesion.the physician tried to remove the cypher,felt some resistance, and then pulled the sds through.a 2.75x12mm taxus was inserted but resistance was encountered in the gc; it was then noted that the cypher had disloged into the prox rca.a snare and s'port wire were inserted, and a code was initiated for timi flow of 1.the cypher was deployed in the prox.rca (non-target0.an iabp was inserted.the patient then started to go into a series of v-fibrillations, and was defibrillated back to a paced rhythm by his own iacd, and externally.the patient continued to go into v-fibrillation, however, and died. Per reporter, physician does not blame the cypher fot the death.